Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported unchanged mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and a short posterior leaflet. An ntw clip was inserted and placed on the valve. It was noted while grasping, mr reduced to trace. However, after deployment, mr returned lateral of the clip and damage to the anterior leaflet was suspected. Two additional clips were implanted, but mr remained at a grade of 3-4. The procedure was then discontinued. The following day, mitral valve replacement was performed. No additional information was provided.